Event description:
It was reported by the distributer that the slide tube dampener was damaged. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Result: slide tube dampener.